Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that stimulation was intermittent since about a week ago. There was also a shocking or jolting sensation, which happened about a week ago while he was lying in bed. It happened again today, shortly after increasing stimulation. Setting was at 4.0 and now it was at 8.9. The symptoms had a sudden onset. There was no known accident or incident related to this complaint. It was also noted that there was a problem with the patient programmer (pp). When he would use the pp he would get the poor communication screen; however it was not showing the screen right now. When the patient would use the pp it was with the antenna. Also, when he would make an adjustment he would not feel the changes. He noticed these changes all of a sudden about a week ago. It was later reported that the patient still had concerns regarding his device or therapy but he was working with his doctor or manufacturing representative (rep). An appointment was scheduled for (B)(6) 2015. No interventions or outcome were reported regarding this event. Further fol low-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97791, product type: accessory. (B)(4).

Event description:
Additional information received reported that the patient lost stimulation for approximately a month in duration. The patient was seen at an appointment on (B)(6) and impedance abnormality was identified. During an impedance test there was a high impedance issue. Both existing leads were tested to a multi lead trialing cable (mtlc) and abnormal/high impedances did not resolve. X-rays and reprogramming were also performed. As a result of this event, there was a revision and the physician decided to replace both leads. The explanted leads were returned to the manufacturer for analysis. It was noted that the patient's medical history included a surgery for stomach removal, and an existing "colon blockage." The pain physician was going to be ordering a spine MRI to rule out any spine abnormality. The patient was alive with no injury at the time of this report. It was later reported that with 0 as reference, all electrodes except 5, and 8-11 were >40,000. During post-op, impedances were all within normal limits. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.